Event description:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable.

Manufacturer narrative:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00025 submitted on 03/30/2023 can be removed.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that tufts of bristles from a protectiveclean brush head came off during use. No injury or medical intervention was reported. A potential choking hazard was identified.